Manufacturer narrative:
(B)(4). Batch # n53r2d. Device evaluation: the analysis results found that one sr75 reload was received unfired with the knife shroud damaged; this damage is consistent with an improper loading of the reload. When loading the instrument, insert the cartridge by placing the alignment tabs into the alignment slots and pivoting the cartridge onto the cartridge fork. Snap the cartridge into position. If the reload is loaded improperly, it can result in damage to the knife shroud. This may appear as the device not closing or difficult to close. Please reference the instruction for use for more information. No functional test was performed due to the condition of the reload. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was unavailable: can you please clarify, when the sr75 reload ""alignment tab was slanted"" was the reload not fully seated in the device jaws? No information. If yes, was the device difficult to close? Please provide further detail of the event. No further information.

Event description:
It was reported that during a laparoscopic urinary diversion, the device was locked out at the 4th firing of feea on ileum. It was found the alignment tab was slanted. Another device was used to complete the case. There were no adverse consequences to the patient.